Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged and the pump could no longer be charged. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.